Event description:
Intraoperative micropituitory instrument broke while physician was using it in the pt. An x-ray was taken intraop to check the operative site. Instrument fragment was retained in the wound.